Event description:
On (B)(6), 2005, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography revealed an endoleak. The physician stated that this was not a type I or ii endoleak. He noticed blood flow leaking into the aneurysm. He stated it may be from the device junction points, but is unclear as to what junction may be leaking. On (B)(6), 2010, the pt was implanted with three gore excluder aaa endoprostheses to reline and treat the unspecified endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l devices implanted and related to this event: pxc181200/ (B)(4), pxc181400/ (B)(4), pxc181000/ (B)(4).